Event description:
It was reported via repair work order that the foot section would not raise or lower and was stuck in an elevated position due to broken base lift motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported